Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient had a wide issue with discomfort from an unknown cause. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient had a wide issue with discomfort from an unknown cause. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.